Event description:
A report from the user facility states that during cataract surgery on the right eye (od) the simcoe double barreled cannula appeared to deposit fragments in the patient's eye. Additional information received indicates the user noted white "discoloration of the tip was white" prior to the surgical procedure; however, "no visible residue remained on the instrument wipe." The "metallic" fragments were retained in the eye. The surgeon was unable to remove the fragments. The patient prognosis was reported as uncertain and the patient will remain under observation.

Manufacturer narrative:
The device has not been received for evaluation at this time. A supplemental report will be filed should the device become available for investigation.